Event description:
Reportedly, the pt visited the hosp because he was not feeling well. The pacemaker involved in this MDR report was checked at the hospital which revealed that the ventricular pacing spikes were not visible on the electrocardiograph monitor with the ventricular impedance over 3000 ohm. One day later, the pacemaker was checked again at the hosp, which revealed that the high impedance had been brought back to normal as 500-600 ohm with proper value measurements. A reoperation for the pt was carried out: after the pocket was opened and the device was taken out, a pull test was carried out upon the ventricular lead, which actually made the ventricular lead came out of the pocket without unscrewing the ventricular setscrew. (When the pacemaker was implanted in (B)(6) 2010, the ventricular lead was confirmed to be connected properly as the screwdriver clicked at the ventricular setscrew while being turned clockwise as well as the lead did not come out when a pull test was carried out upon the ventricular lead.). The ventricular setscrew was checked with the screwdriver, which revealed a sense of feeling as if the screwdriver was being "screwed in" when the screwdriver was turned while being pushed down with some force; however, the screwdriver also revealed a feeling as if it was turning freely. The lead was measured by a psa, and no anomaly was observed. A new pacemaker was implanted instead, and the implantation procedure was successfully completed.

Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.